Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation the cause of no image being displayed was attributed to a faulty scope socket. However, the cause of the faulty scope socket was not established. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the image was displayed intermittently. There was no patient or procedure involvement. This report is being submitted for the malfunction found during evaluation (intermittent image).

Manufacturer narrative:
During inspection and testing, it was observed that intermittent image was caused by a defective video connector socket. In addition, service found the chassis was worn, the base plate was corroded, the front panel was worn and corroded, the condensers were corroded, and the date and time settings would reset when turning on the power due to expired life expectancy of battery. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.